Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high rate non-sustained episodes, and noise. Pocket manipulation was able to reproduce noise. Therapies for the lead were inactivated and the patient was scheduled for further evaluation. Approximately two weeks later, the lead exhibited high impedance and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.